Event description:
Caller reported an issue with the pump time being incorrect by 55 minutes. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller in updating the pump time and advised monitoring the situation, recommending follow-up if the time discrepancy occurs again. Caller understood and acknowledged the instructions.